Event description:
Procedure: sils/chole. According to the reporter, the patient was hypertensive in recovery; h + h revealed, she was losing blood. The patient was brought back into surgery, and the cystic artery was found to be pumping with no visible clips. The patient was sent back to the or for a re-operation. Re-operation needed to be an open approach. The cystic artery was clipped with open clips. The re-operation took one hour. The patient needed to receive 6-7 units of blood. The patient recovered fine.

Manufacturer narrative:
(B)(4).